Event description:
It was reported by service report that error code 304 was displayed for the ibed siderail status. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.